Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited loss of capture and high pacing impedance. The rv lead was explanted and replaced with a leadless pacemaker on (B)(6) 2024. The patient was in stable condition.